Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed target lesion was located in a shunt on the vein side of a moderately tortuous and calcified unspecified vessel. A f/g sterling otw 5.0 x 40/80 (4f) balloon catheter was selected and advanced to treat the target lesion. The balloon was inflated to 14 ams successfully. On the 2nd attempt to inflate the balloon to 14 atms, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good".